Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels read high (27.8 mmol/l, 500 mg/dl) while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, vomiting, difficulty breathing, and dizziness. The patient removed the pod because insulin appeared to be leaking and when removed, the cannula appeared bent. As treatment, a new pod was placed at the hospital and intravenous fluids were given. The patient was released after 24 hours. The pod has been discarded.